Manufacturer narrative:
This device remains in service and will not be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was report that this implantable cardioverter defibrillator (ICD) device exhibited changes in shock impedance measurements ranging from 80 ohms to greater than 200 ohms on the right ventricular (rv) channel. There was no episode with noise and all other diagnostic are normal. Boston scientific technical services (ts) reviewed the data and recommended troubleshooting options. Additional information was received stating that during an in-office follow-up check, lead integrity testing and chest x-ray were performed but unable to produce the clinical observation. The physician will continue to monitor the patient via latitude remote patient monitoring system. This device remains in service. No adverse patient effects were reported.